Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous posterior tibial artery. After a 300cm non-bsc guide wire crossed the lesion, a 135 cm non-bsc microcatheter was advanced and failed to cross the lesion. Subsequently, a 1.2mmx15mmx141cm fg coyote fc otw (emerge¿) balloon catheter was advanced and was inflated at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient. The physician replaced the device with a 1.5mm x 15mm non-bsc balloon catheter and another non-bsc balloon catheter, however, both devices were unable to cross the lesion and the balloons ruptured. The procedure was discontinued. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).